Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26, serial/lot #: (B)(4), ubd: 28-sep-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was sized with a 20 millimeter (mm) non-medtronic balloon and decided to use a 26 mm valve. The patient's measurements were: perimeter 72.0 mm; annulus 23.2.; area derived 22.7; left ventricular outflow tract (lvot) 22.3; sinus of valsalva (sov) 33 mm. The patient had severe calcification and two lvot calcium thorns. After final release of the valve, the nose cone of the delivery catheter system (dcs) was centralized in the lvot by pulling back on the non-medtronic guidewire to lift the nose cone. During slow retrieval into the valve, the nose cone appeared to become stuck in the commissures/waist of the valve. Without high pulling force the valve dislodged and the outflow of the valve moved towards the inner curve of the aortic arch. Subsequently a non-medtronic valve was implanted in the annulus successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the subject delivery catheter system (dcs) was received with the handle intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule with resistance noted. The trigger moved to fully advanced and retracted positions and locked in place when released with resistance noted. The tip-retrieval mechanism was functional with resistance noted. The device was returned with the end cap/screw gear snap fit connected. There was deformation to the proximal end of the inner member shaft. An evolut pro + 26mm valve was successfully loaded onto the dcs with slight resistance noted. On retraction of the capsule via the rotation of the deployment knob, the valve deployed without issue and did not become stuck during deployment. Conclusion: the investigation is in progress. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: d9 - device available for evaluation and return date updated data: h6 - method, results and conclusion codes h10 - conclusion: the subject dcs was returned for analysis. The deployment knob appeared to retract and advance the capsule with re sistance noted. The trigger moved to fully advanced and retracted positions and locked in place when released with resistance noted. The tip-retrieval mechanism was functional with resistance noted. There was deformation to the proximal end of the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed when the device was returned for analysis with no stylet in place to support the shaft. An evolut pro + 26mm valve was successfully loaded onto the dcs with slight resistance noted. On retraction of the capsule via the rotation of the deployment knob, the valve deployed without issue and did not become stuck during deployment. The reported event for dislodged, valve could not be confirmed in the analysis. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Images were provided for review. Patient summary was not provided for anatomical review; however, images of the aortic calcification were provided. Fluoroscopic valve load inspection was provided, and it was a good load. Event description above states that a pre implant balloon aortic valvuloplasty (bav) was performed to size the patient¿s native valve which encouraged the implant of a 26millimeter (mm) evolut versus a 29mm evolut. Note, ¿balloon sizing¿ is not a recommended practice. Per medtronic best practices, valve sizing is performed by using a high-quality computed tomography (CT) scan. A cusp overlap view depth assessment was not provided. Depth assessment was performed in the left anterior oblique (lao) view with a depth at the non-coronary cusp (ncc) of approximately 1mm and 4mm at the left coronary cusp (lcc). Upon final release, the final position of the evolut appeared to be very shallow with a constrained inflow. According to the event description, the valve dislodged to the ascending aorta after removal of the nose cone; how ever, there are no images to support interaction of the nose cone with the bioprosthesis. Per medtronic best practices, removal of the delivery catheter system must be done carefully to avoid interaction of the nose cone with the bioprosthesis. The valve was left in the ascending aorta and a non-medtronic valve was implanted. The reported event indicates that, after the valve was implanted, the nosecone of the dcs caught on the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut pro plus instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.